Event description:
It was reported the pt experienced a sub-dural hematoma which required surgical treatment. The procedure involved drilling dual ipsilateral burr holes. No dbs product was removed. Add'l info received indicated the cause of the event was unk. The pt experienced ambulation changes, cognitive changes, and speech changes. Initial and follow up programming were done two times in 2009. The pt obtained very good bilateral tremor control with no side effects. A CT scan performed on the second day, indicated a left subdural hematoma. On the following month the pt underwent burr hole drainage. The pt did well but had a re-occurrence fluid collection but no hematoma. The pt was discharged to rehabilitation with general deconditioning. The pt status was improving. Discharge summary notes indicated the pt is a male with a history of essential tremor who underwent bilateral dbs placement two months prior. The pt initially did well, but subsequently developed difficulty with word finding and general unsteadiness. He was imaged at the time of presentation and was noted to have a large left-sided chronic subdural hematoma. The pt was taken to the or for evacuation via a burr hole. He did well and was discharged the following day. At discharge the pt was neurologically intact, speech was improved, and the wound was clean. Since that time, the pt complained of overall fatigue increasing over a few days. The pt had also had recurrence of his word finding difficulty and remained unsteady on his feet. He denied headache, weakness, fevers, or seizures. His son brought him to the ER to be evaluated eleven days after burr hole drainage, where another head CT showed recurrence of the subdural hematoma and concern for mass effect causing his symptoms, as they were similar to those of his initial subdural hematoma. After further review of the CT, the pt was found to have a subdural hygroma with pneumocephalus with no evidence of recurrent hemorrhage or significant mass effect. He had no acute focal neurological deficits and had chronic generalized symptoms related to his age and deconditioning. He was admitted the same day, started on keppra for possible seizure activity, and his neurologic status was monitored closely. The pt was evaluated by the physical nad occupational therapy staff who recommended inpatient rehabilitation.

Manufacturer narrative:
Used for speech changes (no) and unsteadiness.